Manufacturer narrative:
Correction: in the initial report it was said that the affected eye was the left eye however, this is not correct and the affected eye is the patient's right eye. Manufacturing date is (B)(6) 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported a laser vision correction patient experienced a vertical gas breakthrough on the left operative eye on (B)(6) 2018 during lasik surgery. As a result, the left flap was not lifted completely. The laser treatment was aborted. It was reported the treatment will be converted to a photorefractive keratectomy (prk) at a later date. No symptoms were reported and there was no loss of best corrected visual acuity reported. The event was not disabling, interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -4.75 x .00 x 0. Left eye pre-op: 20/20, -4.88 x .00 x 0.